Event description:
It was reported that the patient presented with palpitation during a follow-up in clinic. It was noted that the pacemaker went into back-up vvi mode. Programming changes were made to restore device settings. The patient was stable.